Manufacturer narrative:
The subject device remained inside patient.

Event description:
It was reported that the subject flow diverting stent was successful deployed well apposed throughout. On follow up after 6 months, the proximal of the subject flow diverting stent had fish mouthing and has ledge sticking into artery¿. The physician stated that there's no complaint regarding the initial implant. The patient is doing fine. The physician decided to stop the patient¿s brilinta but keep on aspirin and plans to bring the patient back for another follow-up in 6 months.

Event description:
It was reported that the subject flow diverting stent was successful deployed well apposed throughout. On follow up after 6 months, the proximal of the subject flow diverting stent had fish mouthing and has ledge sticking into artery¿. The physician stated that there's no complaint regarding the initial implant. The patient is doing fine. The physician decided to stop the patient¿s brilinta but keep on aspirin and plans to bring the patient back for another follow-up in 6 months.

Manufacturer narrative:
Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the subject flow diverting stent was successful deployed. On follow up after 6 months, fish mouthing was seen on the proximal part of the subject stent. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.